Event description:
The patient lost a lot of weight. The patient's feet were swollen. The pump was flipped. The patient was encouraged to contact her healthcare professional. The medication being delivered via the pump was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.